Event description:
Customer reported that these items are too sharp and the surgeon cut the tendons and had to sew the tendons to correct. A 30-min delay resulted. Both units were used during an acl hamstring graft.

Manufacturer narrative:
Devices have not been returned for eval. The customer is uncertain if the units have been in for servicing.